Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the reported event was most likely caused by a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of september 23, 2015 the alleged faulty main printed circuit board assembly has not been received by carefusion.

Event description:
The following is a description of an event that occurred in (B)(6), as reported by the distributor: ¿xdcr error in log (2,0,2534)¿ the reported issue occurred during testing. No patient involvement.